Event description:
It was reported a distractor broke after achieving distraction. It was removed and replaced for consolidation purposes.

Manufacturer narrative:
Corrections: d4 lot number. H6 g - component code 752;carrier.